Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had to have the device removed so she could have an MRI for other medical problems. The patient reported that during explant it broke off. The patient also reported she had spinal cord fluid pressure and they didn't know why. The patient stated that interstim worked well she had a little bit of dribble or dampness, but prior to the interstim her whole bladder would let go in the grocery store. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.